Manufacturer narrative:
On 9-mar-2026, bwi received the device's manufacture date and expiration date. As a result, the following form updates have occurred: d4 primary UDI number: (B)(4). D4 expiration date: 11-nov-2027. H4 manufacture date: 11-nov-2025. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a vizigo sheath and after inserting it into the cardiac cavity, air was significantly drawn in. The air backflow was noted in the hemostatic valve and the side port. Since no issues were observed during catheter insertion, the catheter was not replaced and the procedure was completed. No patient consequences were reported.

Manufacturer narrative:
D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Per internal review on 11-may-2026, it was identified that the confirmation of the device not returning for analysis was mistakenly omitted from the prior supplemental report. The available findings are as follows: device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31759427l and no internal action related to the complaint were found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).